Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation it was concluded that the reported phenomenon was due to handling of the user (the camera head is connected upside down). As stated on the IFU (instruction for use) the user manual states: push the video connector of the camera head into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark faces upwards. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
During a call with tac (technical assistance center) support engineer customer was instructed to power down the system and remove the scope from the cv-170 socket. Customer was instructed to clean the gold contacts on the connector with alcohol. Once completed, the customer was instructed to plug the camera head back into the cv-170 and turn the system back on. With the system back on customer reported that the image appeared with no issues and they successfully performed the white balance. Customer explained that the connector was plugged in upside-down and this is why the image did not display. The customer is now able to use the cv-170 with no further image issues. Based on troubleshooting with tac and the information provided, the most probable cause of the reported issue could be attributed to use handling and maintenance issue. This report will be supplemented accordingly following investigations.

Event description:
The device is displaying multiple color lines and not a scope image. The issue found during preparation for use. There was no patient involvement, no user injury reported.